Manufacturer narrative:
The monopolar curved scissors instrument and tip cover accessory were requested to be returned for analysis, but has not yet been received. Therefore, failure analysis of the product related to the complaint has not be performed. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. Verification of the accessory product via system logs cannot be performed because accessory device product details are not captured in the system log. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci procedure, the monopolar curved scissors tip cover fell off in patient. The tip cover was retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar curved scissors tip cover fell into the patient. It happened during an instrument exchange, while swapping out the instrument for another instrument in the robot arm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.